Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses, pre-syncope and fatigue. It was also reported that the right ventricular (rv) lead exhibited high thresholds, increasing impedance, intermittent capture and chronically low r waves. It was also reported that the right atrial (ra) lead exhibited undersensing. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.